Event description:
It was reported that the customer reports she is not able to use the device at this time due to a uti. Customer states that she did not have good luck with it when she did use it. She said she tried it 3 nights and the motor vibrations kept her awake, and the second night she noticed that there was blood in her urine. She states the device did capture her urine, she was just uncomfortable feeling the vibration through the catheter. Customer reports she is not near her device at this time. Customer confirms she does plan to use the device again. She is amenable for a call back in 1 week to see if she is ready to start using it again. Problem: discontinued use while undergoing treatment for uti. Vibration from motor felt through the catheter, was uncomfortable for her. (No sn, lot code) scheduled for (B)(6) at 12:30 pm CT. No medical intervention was reported.

Manufacturer narrative:
Correction: f, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, warnings: to avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Recommendations: reposition the product and check the user¿s skin at least every 2 hours. Note: if skin irritation or breakdown is seen, do not use the product. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reports she is not able to use the device at this time due to a uti. Customer states that she did not have good luck with it when she did use it. She said she tried it 3 nights and the motor vibrations kept her awake, and the second night she noticed that there was blood in her urine. She states the device did capture her urine, she was just uncomfortable feeling the vibration through the catheter. Customer reports she is not near her device at this time. Customer confirms she does plan to use the device again. She is amenable for a call back in 1 week to see if she is ready to start using it again. Problem: discontinued use while undergoing treatment for uti. Vibration from motor felt through the catheter, was uncomfortable for her. (No sn, lot code). Scheduled for (B)(6) at 12:30 pm CT. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reports she is not able to use the device at this time due to a uti. Customer states that she did not have good luck with it when she did use it., she said she tried it 3 nights and the motor vibrations kept her awake, and the second night she noticed that there was blood in her urine. She states the device did capture her urine; she was just uncomfortable feeling the vibration through the catheter. Customer reports she is not near her device at this time. Customer confirms she does plan to use the device again. She is amenable for a call back in 1 week to see if she is ready to start using it again. Problem: discontinued use while undergoing treatment for uti. Vibration from motor felt through the catheter, was uncomfortable for her. (No sn, lot code). Scheduled for 10/19 at 12:30 pm CT.